Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary stress incontinence, urinary tract infections, painful intercourse, need to wear protection every day , pushing on bladder, vaginal discharge, and odor. No further information has been provided.